Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the pump time and date and resumed insulin therapy. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the usb cable into the charging port. A replacement usb cable was sent to the customer. Customer's blood glucose was 138 mg/dl.